Event description:
It was reported that the patient experienced high blood glucose 350mg/dl and was treated with manual injection due to bent cannula on (B)(6) 2026.

Manufacturer narrative:
Customer entity: medtronic minimed. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.